Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00794. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached in the protective sheath while removing it from its packaging. The ruby coil was disposed of and not used in the procedure. The physician then used another ruby coil, however, was unable to advance it through a microcatheter. The ruby coil was removed and the procedure continued using another ruby coil.